Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotting. The following information was provided by the initial reporter: it was reported that samples are clotting.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg were clotting. The following information was provided by the initial reporter: it was reported that samples are clotting.